Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer loaded cold insulin into the cartridge, over filled the cartridge, and was not performing proper air removal techniques. A supply change was performed resolving the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge.